Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number is 89816101, and the expiration date is 30-apr-2027. A field service engineer (fse) replaced the sample probe and added a special wash before any creatinine test. A precision check was performed for verification. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result from the cobas c 503 analytical unit for two patients. Patient 1's initial result was 3.54 mg/dl. The repeat result on another c 503 was 1.04 mg/dl. Patient 2's initial result on (B)(6) 2026 was 2.34 mg/dl. The repeat result on another c 503 was 0.96 mg/dl. The samples were repeated because the customer had a previous issue with questionable high results.